Event description:
Same as case #6000089-2006-00503. During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty and a dissection occurred. The lesion was located at a bifurcation in the obtuse marginal (om)/circumflex (cx) artery and was predilated with an unknown size balloon. The physician attempted to place a taxus express2 3.0x32mm drug eluting stent but was unable to cross the lesion. After removing the device from the patient, the shaft broke. The physician went on to place a taxus express2 3.0x28mm drug eluting stent at the om lesion site. The physician had difficulty withdrawing the balloon after deflation. The removed the balloon. A dissection occurred in the cx. The dissection was treated with a 3.5x8mm taxus stent. No patient further patient complications occurred. Patient status is satisfactory.